Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7080235.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration and lead fracture. It was also noted that the leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the hospital.